Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an error e117. The issue occurred during service / maintenance (not in a clinical setting). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d8, h2, and h6. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.